Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-47: pcb contamination. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-4 error code. Customer did not report any physical damage to the product and did not recall dropping or mishandling the product. At the time of the call the customer reported feeling dizzy. Medical attention was not needed at the time of the call. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/31/2020 and test strips were opened one week ago. During the call, the customer had inserted a test strip in the meter and the e-4 error displayed.

Manufacturer narrative:
Sections with additional information as of 28-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.